Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during a peg tube placement procedure performed on (B)(6) 2025. During the procedure, while pulling the wire through the bolster, the wire exited the stomach and subsequently snapped. The clinical team was able to retrieve the wire and complete the deployment using the original device. There were no patient complications reported as a result of this event.